Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.